Event description:
It was reported that during a bwi-sponsored clinical study, a patient underwent an index cardiac ablation procedure with a vizigo sheath. On (B)(6) 2026, patient experienced a subcutaneous hematoma of the groin categorized as moderate and not serious. Relationship to study device (varipulse, coronary sinus, "ICU" catheter) is possible and relationship to the index study procedure is possible. The adverse event is expected/anticipated. The hematoma was discovered after the procedure, and the patient was in emergency department on (B)(6) 2026. However, the patient did not require extended hospitalization because of this adverse event. The hematoma was caused by the punction and the use of noac (non-vitamin k antagonist oral anticoagulants). The outcome was that the hematoma recovered/resolved with an end date on (B)(6) 2026. Intervention was medication and duplex.

Manufacturer narrative:
D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).